Event description:
Case description: investigation result: novopen 5 - batch nvg9w74. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The memory data in the device revealed that an attempted injection did not turn out to be successful and that was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. In the injection to follow the attempted but faulty injection the pen would function as normal again if a new injection needle mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. Novorapid penfill - batch unknown. No investigation was possible, because neither sample nor batch number was available. Reporter refused follow up hence no further information available. Since last submission case has been updated with the following information: device available for evaluation, return to manufacturer date updated. "Malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer comment: 13-jan-2026: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Upon preliminary examination, device was found to be working as intended. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injections. The observed problem is caused by unintended use of the device. There are no fault or malfunction on the pen. The electronic display is warning the patient that he/she is using the pen wrongly as the patient is injecting with a blocked needle attached. The patient will not receive any insulin and could experience a hyperglycaemic event. H3 continued: evaluation summary. Novopen 5 - batch nvg9w74. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The memory data in the device revealed that an attempted injection did not turn out to be successful and that was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. In the injection to follow the attempted but faulty injection the pen would function as normal again if a new injection needle mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The patient's blood glucose rose, peaking at over 30 mmol/l [blood glucose increased]. Novopen 5 could be pushed but did not dispense medication [device failure]. The piaston rod not properly attached to the rubber stopper, numbers in the dose counter did not align with the indicator mark [device issue]. Case description: this serious spontaneous case from china was reported by a consumer as "the patient's blood glucose rose, peaking at over 30 mmol/l(blood glucose increased)" beginning on (B)(6) 2025, "novopen 5 could be pushed but did not dispense medication(device failure)" with an unspecified onset date , "the piston rod not properly attached to the rubber stopper, numbers in the dose counter did not align with the indicator mark(device component defective)" with an unspecified onset date and concerned a 12 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 1 diabetes", , novorapid penfill (insulin aspart 100 u/ml) (dose: 4u before each meal, sometimes 5u depending on diet) from (B)(6) 2024 for "type 1 diabetes", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 5: novorapid penfill: ??- (B)(6) 2024 to not reported; current condition: type 1 diabetes (from (B)(6) 2024). Concomitant medications included - insulin glargine. On an unknown date novopen 5 could be pushed but did not dispense medication, the piston rod automatically rebounded, resulting in no medication being injected, which caused the patient's blood glucose (blood glucose) to rise on (B)(6) 2025 peaking at over 30 mmol/l. After the patient ate, the patient's 2-hour postprandial blood glucose (blood glucose) was 28 mmol/l. Patient then administered an additional 4u of novorapid penfill, but when measured at 8:40 pm, the blood glucose still had not changed, so the patient went to the emergency room. The doctor measured the blood glucose (blood glucose), and it was still 28 mmol/l. The doctor indicated that the piston rod of the novopen 5 was not properly attached to the rubber stopper of the medication, and the customer also felt that the numbers in the dose counter did not align with the indicator mark, thus believing that there was a quality issue with the novopen 5. On (B)(6) 2025 the patient's fasting blood glucose (blood glucose) was more than 6 mmol/, pre-lunch blood glucose ((blood glucose)) was 14 mmol/l, 50 minutes after lunch, blood glucose ((blood glucose)) was around 6 mmol/l. Batch numbers: novopen 5: nvg9w74; novorapid penfill: asku; action taken to novopen 5 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "the patient's blood glucose rose, peaking at over 30 mmol/l (blood glucose increased)" was not recovered. The outcome for the event "novopen 5 could be pushed but did not dispense medication (device failure)" was not reported. The outcome for the event "the piston rod not properly attached to the rubber stopper, numbers in the dose counter did not align with the indicator mark (device component defective)" was not reported. Reporter's causality (novopen 5) - the patient's blood glucose rose, peaking at over 30 mmol/l(blood glucose increased) : possible novopen 5 could be pushed but did not dispense medication(device failure) : unknown the piston rod not properly attached to the rubber stopper, numbers in the dose counter did not align with the indicator mark(device component defective) : unknown company's causality (novopen 5) - the patient's blood glucose rose, peaking at over 30 mmol/l (blood glucose increased) : possible novopen 5 could be pushed but did not dispense medication(device failure) : possible the piston rod not properly attached to the rubber stopper, numbers in the dose counter did not align with the indicator mark(device component defective) : possible reporter's causality (novorapid penfill) - the patient's blood glucose rose, peaking at over 30 mmol/l (blood glucose increased) : unlikely, novopen 5 could be pushed but did not dispense medication(device failure) : unknown the piston rod not properly attached to the rubber stopper, numbers in the dose counter did not align with the indicator mark(device component defective): unknown. Company's causality (novorapid penfill) - the patient's blood glucose rose, peaking at over 30 mmol/l(blood glucose increased) : possible, novopen 5 could be pushed but did not dispense medication (device failure) : possible the piston rod not properly attached to the rubber stopper, numbers in the dose counter did not align with the indicator mark(device component defective): possible. Reporter refused follow up hence no further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.